Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was not returned with a guidewire inserted. When a guidewire was attempted to be inserted the investigators were unable to do so. Dissection revealed that the guidewire lumen was stretched at the location of the distal inner hypotube, likely causing the guidewire to become stuck. This is possibly the result of the guidewire lumen delaminating from the distal inner hypotube. The catheter was also tested for deployment multiple times. Deployment to basket and flower was successful on every attempt and only minimal resistance was noted, not confirming the deployment failure. Based on all the available information the observed stuck guidewire was likely due to unintended use error due the observed stretched guidewire lumen. It is likely that the damage occurred when the user deployed/undeployed the catheter without a guidewire inserted.

Event description:
It was reported that during an ablation procedure a farawave was selected for use. During procedure, a flower-shaped catheter was applied four times to the left atrium and left superior pulmonary vein. Subsequently, an attempt was made to collapse the basket, but it did not shrink. An attempt to retract it into the sheath was made, but the splines came together, making this difficult, so the sheath was removed with the catheter tip still protruding. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure a farawave was selected for use. During procedure, a flower-shaped catheter was applied four times to the left atrium and left superior pulmonary vein. Subsequently, an attempt was made to collapse the basket, but it did not shrink. An attempt to retract it into the sheath was made, but the splines came together, making this difficult, so the sheath was removed with the catheter tip still protruding. The catheter was replaced and the procedure was completed without patient complications. The device is.